Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: were any anomalies of the anastomotic site noted post-op? No. The doctor said the doughnut was confirmed and all staples were b-shaped. What interventions were done to stop the bleeding? The melena was confirmed soon after the patient went back to ICU. Clipping by large intestine endoscope was done to stop the bleeding. Was the patient on blood thinners prior to the procedure? No information. Was the patient receiving any anti-coagulation therapy post-operatively? No information. Did the patient have an additional tests or procedures related to the bleeding (additional lab work, re-operation, scoped, blood products, fluids, etc)? No. Only clipping by large intestine endoscope. Did the patient care change based on the bleeding? No. Were there any issues noted with device performance in the initial procedure? No. Where in the green range was the device fired? No information. Did the surgeon wait 15 seconds and retighten prior to firing the device? No information. Who fired the device and what was his/her experience? The doctor did. He was familiar with the device. Were there any staple formation issues identified during the endoscopy to address the bleeding? All staples are b-shaped. What is the current patient status? The patient is stable and monitored on (B)(6).

Event description:
It was reported that after a lap anterior resection on (B)(6) 2016, bleeding occurred from the anastomosis site though there were no apparent abnormalities during the operation. The device was used between the colon and the rectum. The amount of bleeding was 1000ml. Blood transfusion was not required. No device will be returning.